Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (connector will not latch) was confirmed. As received, the connector tabs were broken, preventing a secure connection with a test monitor. The root cause of the broken connector tabs is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not latch to a test monitor.